Manufacturer narrative:
There was no reported patient involvement event date: device was detected broken on (B)(6) 2016; it is unknown when the device actually broke. UDI: (B)(4). Lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a screwdriver broke. The procedural step is unknown. The breakage was detected during inspection on (B)(6) 2016, but it was already broken then. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 352.11, synthes lot # 9936367, release to warehouse date: 15jan2016, expiration date: n/a, supplier: (B)(4). Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the complained screwdriver shows that the threaded tip of the inner shaft is broken off due to mechanical overloading during use. We suppose that too much applied mechanical force (movement sideways) may have caused the breakage (not according op-instruction). The inner shaft can be ordered as spare part 03.613.004 to complete this instrument for further use. Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing point because there is no evidence of issues manufacturing related. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.